Event description:
It was reported during remote follow up that the pacemaker exhibited loss of capture and pacemaker mediated tachycardia (pmt). No intervention was performed. Aside from arrythmia, no patient consequences were reported.